Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively on a laparoscopic sleeve gastrectomy, the surgeon used four reloads during the procedure and the event caused the patient to develop hematoma and microfistula. It was also reported that the patient loss more than 1 liter of blood and about 3 points of hemoglobin. The surgical time was extended for more than 30 minutes. The issue was resolved by having patient undergoing hematoma evacuation (1 liter), washing, drainage and antibiotherapy. Patient is under recovery.